Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 58 mg/dl at the time of incident and was treated with food. The customer¿s other blood glucose were 92 mg/dl and 297 mg/dl. The customer also noticed crack on the insulin pump. The customer reported that sometimes the insulin pump falls and hits floor. The customer also reported that sometimes they would get pain when inserting and then tried bolus but then they got pain. The customer stated that the insulin pump was beeping and might just needed a restart. The customer reported that they feel okay for troubleshooting. The customer reported that they have a back-up plan available. The customer reported that the insulin exited at the quick release. The customer was experiencing low blood glucose for since they got the insulin pump in 2016. The customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer reported that the insulin pump was worn during a medical procedure/test around an MRI. The customer stated that there was no reservoir in. It was reported that the insulin pump was not suspended and basal was programmed in the insulin pump. The customer does not alleged that the insulin pump was over delivering. The insulin pump will not be returned for analysis.